Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing. The device also provided shocks into a normal sinus rhythm and brady pacing was inhibited. During nips testing, the patient could not be converted with the device and external defibrillation was necessary for conversion. A fault code (fc3) was displayed by the device upon interrogation after the external defibrillation. The physician also expressed dissatisfaction with the device charge time.